Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported no complaint against device. Healthcare professional later reported capsular contracture, baker grade iii. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Photo analysis: visual analysis of the returned device identified: opening on anterior. Ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Patient reported no complaint against device. Healthcare professional later reported capsular contracture, baker grade iii. This record is for the left side. Device has been explanted and replaced.